Manufacturer narrative:
Complaint no: (B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of five in peritoneal dialysis. The patient was connected at the time of the alarm. The patient did not disconnect and all supplies looked to be intact. No leaks could be seen. The technical service representative had the patient close all clamps and power on the homechoice off/on two times to clear the system error 2240. The technical service representative walked the patient through ending therapy, removing supplies and disconnecting. The patient does have continuous ambulatory peritoneal dialysis supplies if needed. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not received for evaluation; therefore, a device analysis could not be completed. The batch review was not performed, as the lot number that was provided is not a valid lot number. Should additional relevant information become available, a supplemental report will be submitted.